Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for check circuit and failed a test step during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for check circuit and failed a test step during testing. The device was not in patient use. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the devices front enclosure handle and filter duct were replaced due to cosmetic damage, which was not related to the malfunction/issue.